Event description:
Baxter affiliate reports a cracked header that occurred in the middle of pt treatment. No pt injury or medical intervention reported. Multiple attempts made to obtain further info from affiliate unsuccessful. No further info is available.